Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02268. It was reported that the patient presented to the clinic for a routine follow-up. Upon investigation, it was noted that the right ventricular lead exhibited a high capture threshold and the right atrial lead was over-sensing. The patient was asymptomatic. The leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
External abrasion breaching the outer insulation and exposing the outer coil was found at 6.5-6.6 cm from the connector pin, 31.3 ¿ 31.6 cm and 39.9 ¿ 40.0 cm from the distal tip consistent with friction to the device can. This is consistent with the observation from the field of over-sensing.